Event description:
The manufacturer received information alleging humidifier issues on a dreamstation 2 advanced auto CPAP. The patient also alleges the device overheats; the water evaporates and burns the plastic on the chamber. The dreamstation 2 advanced auto CPAP was returned to the product investigation lab for evaluation, and the customer's complaint was not confirmed. During the evaluation, it was noted that the device is missing an air inlet filter, dust-like, and hair-like contamination in several areas, including the iso port, heater plate, seals, blower, ui area, and bottom enclosure, likely from external sources. The device was scrapped, per customer's request.